Manufacturer narrative:
The fse ordered necessary part ,disassembled the unit removed and replaced fill manifold assembly. Fse then performed a full pm functional check per manufacture specifications, the unit has passed all test and is now ready for clinical use. A supplemental report will be submitted upon completion of investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. Event site contact details have not been provided at this time.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the fill manifold test during preventative maintenance (pm) performed by a getinge field service engineer (fse). There was no patient involvement and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Corrected field - e1(event site telephone: (B)(6)).